Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. However, the returned device indicated a missing set screw. (B)(4).

Event description:
It was reported that during the procedure to implant an implantable pulse generator (ipg), after the lead was inserted into the header, the wrench would not disengage. When the wrench was turned counter clockwise the set screw came out of the header still attached to the wrench. The ipg was not used and a different device was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.